Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned controller revealed that some scratches were noted on the cover and tape residue on top of the bezel. The tamper proof seal was present but broken. The foot switch was not returned for product analysis. The controller passed power-on self-test and all steps of its final test that could be performed without removal of the device cover. Environmental stress testing was performed and rf delivery was successfully terminated multiple times using both the rf power control button on the maestro controller and the foot switch test fixture. Additional rf delivery testing was performed while monitoring the rf output across the test load and flexing the foot switch test fixture cable at the controller rear panel of the chassis. More than 15 cycles of rf delivery were performed, with rf output being terminated each time with either the maestro controller rf power control button or the foot switch test fixture. The controller also functioned as intended when connected to a maestro remote test fixture. Rf delivery was able to be terminated with the controller rf power control button both when the controller was in "active" and "inactive" states. Output signals were verified confirming stoppage of rf delivery. A visual inspection of the maestro controller was performed with the top enclosure removed and no anomalies were noted. More than 30 additional cycles of rf delivery on/off were performed while using controller rf power control button and foot switch test fixture to deactivate rf with no anomalies noted. The rf power control switch harness assembly and the footswitch harness assembly was removed from the maestro controller and a microscopic inspection was performed, however, no visible damage to the assemblies was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. The MDR ID has changed from 3001236349-2011-00015 to 2134265-2011-02459 to reflect the change in reporting site from boston scientific - (B)(4) to boston scientific - (B)(4).

Event description:
It was further reported that atrial flutter ablation was performed in the right atrium using an 8fr 10mm blazer ablation catheter. When the radio frequency during ablation became intermittent, the physician turned the maestro 3000 cardiac ablation control system off and back on again, and disconnected the ablation cable and reconnected it. No issues were noted with the blazer ii. The procedure was completed with the same blazer ii catheter and maestro 3000 cardiac ablation control system. No patient complications were reported.